Manufacturer narrative:
The device was received and an evaluation was completed. Data review: data confirmed the low flow. Data showed flow was in normal range when pump started. About 5 minutes into the case, the mc spiked to 1600 ma & flow suddenly dropped to 0.6 l/min, then remained for the rest of the case and triggered auto suction response & suction alarms. Product analysis: visual inspection found the blades of impeller were broken. No other issues were found on the rest of the pump. Conclusion: the root cause of low flow was due to fractured impeller blades. Because the fluoroscopic image of the pump was not returned, a definitive root cause of the fracture could not be determined. The failure modes will be monitored and trended.

Event description:
The user facility reported a 76-year-old male was implanted with an impella cp for circulatory support. The device was experiencing low flow on the pump. The device was explanted and replaced with a new impella cp. There was no patient harm. When the device was returned for investigation, broken blades on the pump were found.